Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h364 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h364 shows no trends. Trends were reviewed for complaint categories, pto leak and alarm #17: return pressure. No trends were detected for these complaint categories. The customer returned a photograph for investigation. Evaluation of the customer provided photograph verifies a leak around the filter in the pump tubing organizer (pto). The origin of the leak is not discernible from the photograph. A material trace of the related components used to build lot h364 showed no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations or equipment maintenance events. This lot passed all lot release testing. The cause for alarm #17: return pressure was due to the pto leak. The cause of the pto leak was most likely a weak weld at the filter in the pto. The root cause for the weak weld could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that the leak occurred during a blood prime and that no patient was connected to the instrument at the time the leak occurred. The customer stated that an alarm #17: return pressure occured and that a blood leak was visible within the pto. The customer discarded the kit. The customer returned a photograph for investigation.